Event description:
During right lateral endoscopic robotically assisted radical mitral valve repair, surgeon attempted to apply appendage clip, however after it deployed, the clip was loose. Unable to determine device failure vs. Human factor. No patient harm.